Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Log file analysis indicated contact force was lost during the procedure. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturing reference: 3008452825-2023-00517. During a pulmonary vein isolation procedure, optical issues with the catheters resulted in a procedural delay. The second catheter was exchanged to resolve the issue and the procedure was completed with no adverse consequences to the patient. When the catheter was connected, the catheter was recognized and displayed normally but no contact force was displayed. The connections were checked and the tactisys was exchanged but the issue was not resolved. The catheter was exchanged and it also was recognized, but as soon as the tactisys was switched on, the signals were very noisy and no signals could be recognized. The contact force was displayed at the beginning but then disappeared. The tactisys was exchanged again but the issue persisted. The catheter was exchanged for a third catheter which resolved the issue and the procedure was completed with no adverse consequences to the patient.